Manufacturer narrative:
This device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no results.. The most likely root cause of the reported event may be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent the polyloop device from getting stuck inside the sheath. ¿before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation."

Event description:
Olympus was informed that during a therapeutic unspecified procedure, the loop became stuck in the patient. It is unknown how the loop was retrieved. The intended procedure was completed with a similar device. Reportedly the patient had a positive outcome.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from mnd to fhn.